Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to insert the guidewire in the left ventricular lead. The lead was not used and a new lead was implanted. The procedure was completed without any adverse consequences.